Event description:
A patient's pd nurse reported a patient was treated for peritonitis from (B)(6) 2013. A sample of the patient's pd effluent was collected and evaluated. Per the patient's pd nurse, laboratory data indicated the patient suffered a (B)(6) and e. Coli infection of the peritoneal cavity. The patient's nurse stated the patient suffers from extreme constipation which may cause e-coli to seep into the peritoneum subsequently causing an infection. The patient has resumed treatment with a replacement cycler without further complications. Medical and treatment records were requested but not yet received.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.